Event description:
It was reported that the pump is not working. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure, line cord, and plate clip, outdated printed circuit board (pcb), power switch, and front cover. Functional testing found the motor on the pump is not even running. The root cause of the reported issue was found to be a malfunctioning pump. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date.

Manufacturer narrative:
Corrected data: evaluations method code corrected (updated h6).

Event description:
Additional information was received which stated no patient was involved.